Manufacturer narrative:
Concomitant medical products: product ID 8835, serial# (B)(4), product type: programmer, patient. Product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. Product ID 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Event description:
It was reported the manufacturer representative told the patient it would be easier to use the ptm without the antenna because the pump ¿it was in my butt instead of my chest.¿ it was noted the patient knew where the pump was because it was swollen and had a lump there since implant. It was also reported the patient ¿did not hear the ding¿ with the ptm ¿from day one¿ and would use the ptm without the antenna, ¿hit it to the right and move it around to hear the ding.¿ it was also reported the patient had the ptm for three weeks and had only been able to use it three times because ¿it just was not picking up the device¿ with or without the antenna and ¿cannot get the ptm to beep.¿ it was noted the patient¿s husband tried to give the patient a bolus and it showed the poor communication screen. The patient¿s husband did it again and reported it worked. It was further reported the patient experienced pain at the pump site after surgery and there were no actions taken or planned. It was noted the patient was doing well and the event was due to post-surgical changes. Additional information received from a manufacturer representative on 2016-01-11. It was reported that the pump was in the back and the physician was going to move the pump the front on the day of report ((B)(6) 2016). The patient did not like the placement of the pump because it was rubbing on something and making it uncomfortable for them. Indication for use was noted as non-malignant pain and failed back syndrome-other. It was reported that pump system was delivering morphine (10mg/ml at 2.025 mg/day) and bupivacaine (5mg at 1.0127mg/day) via an implanted pump.